Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4) the full lead was returned and analyzed. The helix disengaged from helical channel, the inner tubing was kinked/buckled, the outer insulation had cosmetic cut, there was blood in/on the helix/lobe mechanism and on the helix/lobe mechanism (sleeve head). The initial report of infection was received on (B)(6) 2010 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed an out of spec analysis for this lead ((B)(4)). As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report.

Event description:
It was reported that the leads were replaced due to infection. Pocket erosion was also reported. No further patient complications were reported as a result of this event. -the right ventricular lead was returned, analyzed and subsequently tested out of specification.